Event description:
Hcp reported a small portion of pump has broken through the patient's skin. The pt had no fever or signs of an infection, but does have some drainage on the dressings. The pump is visible under a pencil-size black scab. Cultures taken of the pump came back positive for coagulase-negative staphylococcus. The physician is caring for the pt until a new hcp can be found to explant and replace the pump. The pt is currently on bactrim suppression therapy.